Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a3 additional information: h6 - health effect - impact code additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿female the diagnosis and indication for the index surgical procedure?¿unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?¿laparoscopic what was the tissue condition (normal, thin, calcified, fragile, diseased)?¿no special condition please describe any medical/surgical intervention required for this suture event including dates and results.¿reoperation did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?¿the surgeon didn't tell us. Was the fixation loop secured to tissue at the initiation of suture use during the index procedure?¿yes was at least one reverse stitch performed prior to closure?¿yes what symptoms did the patient experience following the index surgical procedure? Onset date?¿adhesion other relevant patient history/concomitant medications?¿no what is the physician¿s opinion as to the etiology of or contributing factors to this event?¿the doctor said that he would like to withdraw the complaint if it is determined that there is no causal relationship with suture after reoperation. When she met with him again, he did not give her any details, but since she was asked to withdraw her complaint, it is thought that it was determined that there was no causal relationship with the product. What is the patient's current status?¿the surgeon didn't tell us. Lot number?¿unk when completing the closure with the stratafix spiral suture, was the free end cut flush with the surface of the tissue?¿yes

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360. G/m h6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? When completing the closure with the stratafix spiral suture, was the free end cut flush with the surface of the tissue?

Event description:
It was reported that a patient underwent a total hysterectomy procedure on (B)(6) 2023 and barbed suture was used to sew the vaginal stump. The peritoneum was not gathered after the vaginal stump was sutured, and seprafilm was used as the anti-adhesion material. The patient's vaginal stump and intestine were adhered to, resulting in a vaginal-small bowel fistula. Additional information was requested.